Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendix procedure, on fascia closure, the thread breaks easily when knotting and pulling. A new suture was used to resolve the issue. There was no patient injury.